Event description:
During a transfer with a maxisky 600, a pt started leaning and slipping out of the left side of the sling, with their legs still caught in the sling. The carer got hold of the pt and slowly eased him to the floor. Minimal lip bleeding occurred and stopped when wiped away; knee has a small, reddened area.

Manufacturer narrative:
Add'l info will be provided upon the conclusion of MFR's investigation.